Event description:
It was reported to philips, that the device reported an error intermittently, during the self tests. There was no patient involvement.

Event description:
It was reported to philips that the device reported an error intermittently. There was no patient involvement.